Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an opening. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening and with non-penetrating nicks assessed as surgical impact opening, and a missing piece of the shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact, and a missing piece of the shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device has been explanted.